Event description:
Helix remains in right atrium.

Event description:
It was reported that the device was pacing at 30-35 ppm. Initial measured data was 2.79 v, 10 ua, <1 kohms. Later measured data yielded 2.62 v, 58 ua, 2 kohms. After press- ing emergency vvi, the device was successfully programmed to 2.5 v. The measured data after reprogramming was 2.78 v, 11 ua, <1 kohms.